Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of the device or new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guided kidney biopsy, both slides of the device allegedly self-activated. It was further reported that the procedure was performed with another device and no coaxial was used. There was no patient contact.

Event description:
It was reported that during preparation of an ultrasound-guided kidney biopsy, both slides of the device allegedly self-activated. It was further reported that the procedure was performed with another device and no coaxial was used. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation of the cannula. The investigation is inconclusive for the reported self-activation of the stylet, as functional evaluation could not be completed due to the identified self-activation of the cannula. The bent bumpers likely contributed to the incomplete cannula tang engagement and the self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.